Event description:
The rptr received an er1 message when he used his surestep meter. When retested, he got a normal result. The rptr's wife got the same results when she used the surestep meter to test him. There was no allegation of harm.